Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator and extension were removed due to infection. The leads were left implanted, and the plan was to re-implant after the infection resolved.